Event description:
It was reported by the customer that the bd safety-glide¿ insulin syringe experienced white pieces of plastic in the syringe. The following information was provided by the initial reporter: when drawing up insulin in the syringe. Looks like there are two floating white pieces of plastic.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022 h6: investigation summary customer returned (1) loose 1ml bd safetyglide insulin syringe. Customer states that there were two white pieces of plastic in the syringe. The returned syringe was examined and exhibited white material in the barrel of the syringe. This material was lost while attempting to prepare this material for ftir analysis. Therefore, no analysis could be done, and the identity of this material is unknown. A review of the device history record was completed for batch# 2097622. All inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined. H3 other text : see h10

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2097622. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported by the customer that the bd safety-glide¿ insulin syringe experienced white pieces of plastic in the syringe. The following information was provided by the initial reporter: when drawing up insulin in the syringe. Looks like there are two floating white pieces of plastic.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd safety-glide¿ insulin syringe experienced white pieces of plastic in the syringe. The following information was provided by the initial reporter: when drawing up insulin in the syringe. Looks like there are two floating white pieces of plastic.